Manufacturer narrative:
This is report 14 of 21 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient. No additional testing on this event has been reported. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 14 of 21 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual patient.